Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient complained of experiencing presyncopal episodes and dizziness. Noise episodes were noted on the pulse generator's ventricular channel since (B)(6) 2012. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.